Event description:
Six to 8 weeks after abdominoplasty (performed utilizing pulsar generator and plasmablade), patient reported to her surgeon that her interstim device shorted out subsequent to x-ray performed by primary care physician. The surgeon who performed abdominoplasty could not identify a connection between the utilization of pulsar generator and plasmablade and reported patient issue, as pulsar generator and plasmablade were utilized on the anterior side of the patient during the abdominoplasty and the interstim was on the posterior side of the patient. During the same procedure the patient had liposuction on the flanks and the fat removed from the flanks was lipographed into the subcutaneous tissue around the interstim to provide more padding for the device. The pulsar generator and plasmablade were not used for this part of the procedure. According to the facility the patient has not been looking to change out the interstim device and has been coping with the bladder issues.

Manufacturer narrative:
(Method): facility not returning generator therefore no evaluation will be performed. (Results): facility not returning generator therefore no evaluation will be performed. (Conclusion): facility not returning generator therefore no evaluation will be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.